Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to slight weight fluctuations the patient experienced discomfort at the ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place where in the ipg was explanted and replaced. The new ipg was implanted in a new pocket to address the issue. Reportedly, the pain/discomfort at the ipg site was resolved post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.